Event description:
Customer called in to report a hospitalization due to high blood glucose. The customer was hospitalized on (B)(6) 2014. Blood glucose reading at the time of admission was 430 mg/dl. The customer's doctor advised her to ger the insulin pump replaced. Performed troubleshooting on insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched display window and cracked battery tube threads.